Event description:
The manufacturer received information alleging the device switches off. There was no harm or injury reported. Upon further review, this complaint has been deemed as a reportable event. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. The bipap a40 pro is substantially similar to the bipap a40 and will be reported in the united states under bipap a40 pro, 501k number: k121623.

Manufacturer narrative:
The manufacturer previously reported on this device in MDR 2518422-2024-36121. This report was submitted as a duplicate report of the previously submitted report.